Manufacturer narrative:
A sample from the patient was provided for an investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys toxo igg results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). On (B)(6) 2022, the patient's elecsys toxo igg results were reported outside the laboratory. The customer questioned the elecsys toxo igg results and the sample was tested on an abbott alinity analyzer and by western blot. The patient had an additional sample collected on (B)(6) 2022 for testing with the elecsys toxo igg reagent on an e 801 module and by western blot.

Manufacturer narrative:
Below are the results of the investigation: the elecsys toxo igg result was 55.5 iu/ml reactive. The sample was neutralizable with 10.8 % of the remaining titer. The recomline blot toxo igg was positive. The elecsys toxo igg avidity result was 82 % avidity, high avidity. The elecsys toxo igm result was 0.264 coi non-reactive. The investigation reproduced the customer's elecsys toxo igg results, reactive. The investigation determined the elecsys toxo igg reactive result was correct. The patient's sample was non-reactive for anti-toxo igm and toxo igg was of high avidity. Thus, an acute infection of the patient was unlikely and a remote state of infection was concluded. The investigation did not identify a product problem.